Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 due to error 1126. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed but not replicated. In artemis, the 1162 error ac magnetic cannula sensor fault reported by the axes controller spar (acs) board, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the axes controller spar connector (acsc) printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 had recoverable faults. Technical support engineer (tse) reviewed system logs and found errors 1162 on usm3. Tse asked to customer to try an hard power cycle of the system. Customer stated issue persisted. Tse asked customer if it was possible to proceed using only three arms. Customer reported it was not possible. The procedure was aborted with no reported injury.